Event description:
A peritoneal dialysis (pd) patient reported having had a fluid leak associated with the patient¿s pd treatment. During drain 1of 4 the patient reported there were multiple air detected in cassette warnings. When removing the cassette from the cycler fluid was found in the pump module and coming from the cassette. There was no reported adverse event, harm or intervention in association with the fluid leak. Multiple attempts were made to gather missing details, but no information was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported having had a fluid leak associated with the patient¿s pd treatment. During drain 1of 4 the patient reported there were multiple air detected in cassette warnings. When removing the cassette from the cycler fluid was found in the pump module and coming from the cassette. There was no reported adverse event, harm or intervention in association with the fluid leak. Multiple attempts were made to gather missing details, but no information was provided.